Event description:
Customer reported system is displaying a communication error. No pt injury reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the system interface board. System operates as intended. This MDR is related to ge healthcare.